Event description:
A false negative advia centaur xp total hcg patient result was obtained by the customer and reported to the physician. The result was not believable and the patient was redrawn. The repeat total hcg test result was positive. The original sample was retested and the result was positive. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant total hcg result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse cleaned and lubricated the sample probe and syringe. Analysis of the instrument and instrument data indicate that there are no known causes for the discordant advia centaur xp total hcg patient result. No further evaluation of the device is required. The instrument is performing within specification.